Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was primary audible alarms, non-OEM power cord, slight cracks in both front case corners, sticky plunger flippers, and cracked plunger head housing. There was a non-OEM speaker with a resistance of 8.2 ohm. The smiths tamper evident seal was altered in the battery compartment and intact on the plunger head. The j9 was intact, and there was no signs of fluid ingress. The OEM speaker counts l3, l4, and l5 equal 51, 110, and 174, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Slight cracks in both front case corners, sticky plunger flippers, cracked plunger head housing. Unable to duplicate the watchdog failure or primary audible alarm post error at power up.the root cause of the reported issue was found to be unable to determine. No physical or any other damaged was found on speaker. Actions were taken to mitigate the reported issue: replaced the speaker for preventive. Performed preventative maintenance and all functional testing.